Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the screen displayed a black background with a password prompt. After unplugging the ssd cord and restarting, the screen briefly showed the cfnapp screen and then went black again. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-sep-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was not connecting and was not turning on and found that the station was stuck on black screen. A field service engineer (fse) initiated the reimage process, which initially progressed until failing at the network configuration stage. The station was reimaged again following dod procedures, and the process was completed successfully. After syncing, all drawers were verified to be communicating properly. The system functioned as intended after the field service engineer repaired the device.